Event description:
It was reported that pump displayed malfunction alarm with code malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump using provided instructions, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if malfunction code recurred, and confirmed understanding of these instructions.